Event description:
It was reported that during the extraction of asnis 4.0, the extraction proved difficult due to the bone quality being favourable. Upon using the extractor, the tip of the extractor broke off. The asinis 4.0 could not be removed and remains implanted in the body. It is noted that fragments remain within the body. The physician believes these fragments can be removed during the attempted re-extraction of the asnis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device is broken as described in the event description. The device inspection revealed the following: the extractor was returned and the breakage can be confirmed. The fragment was not returned for evaluation as it did remain in the screw head. In general the device in a good condition, just slight wear marks could be observed. The fracture face is oblique, which is an indication for high lateral forces when the breakage occurred. The microscopic inspection of the fracture face did show the for a brittle overload fracture typical view, with no signs of plastic deformation before the breakage and a shear lip on one side. The shear lip is also a sign for high lateral load when the device broke. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No corrective actions are required at this time. Based on the investigation, the root cause was attributed to being user related. The breakage shows typical signs of an overload fracture caused by high torsional and lateral loads. If more information is provided, the case will be reassessed.

Event description:
It was reported that during the extraction of asnis 4.0, the extraction proved difficult due to the bone quality being favourable. Upon using the extractor, the tip of the extractor broke off. The asinis 4.0 could not be removed and remains implanted in the body. It is noted that fragments remain within the body. The physician believes these fragments can be removed during the attempted re-extraction of the asnis.